Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During functional testing, "link switch 322" was not reproduced. A review of the event history log revealed system error 322 alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. . The reported condition was verified. The cause of the condition was determined to be a faulty lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.